Event description:
During dbs surgery, the pt became unresponsive during recording on the first track of the left side. The pt was revived and became responsive and fully functioning. The decision was made to stop the procedure and do further testing and scans of the pt. Follow up from the neurologist: the pt recuperated fully and is stable. CT scan post-op was normal without change. Cardiac testing was normal. The attending neurologist concluded the event was not attributed to the performance of the medical device.

Manufacturer narrative:
User facility discarded device. Not available for eval.